Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for follow-up, premature eri and premature eol was observed. Device was explanted and replaced.